Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by central steri of the hospital, that the device was found broken.

Manufacturer narrative:
The reported incident that drill sleeve for 3.5mm screws was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed. Based on investigation, the root cause was attributed user related. The failure was caused by inadequate handling during use which was finally picked up in the central steri of the hospital. The device inspection revealed the following: the tip of the returned drill sleeve is completely damaged due to inadequate handling during use. The surgeon nor the stuff were actually aware of it as the damages were finally picked up in the central steri of the hospital. Special comments for application (original statement IFU) only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage; before every operation, ensure that all devices to be used during the operation function correctly with each other; in the course of the operation, repeatedly check that the connections required for precise positioning. Caution: (original statement op-tech.) Take care not to over-angle the drill and drill sleeve beyond the 70º cone (for 3.5mm screws). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by central steri of the hospital, that the device was found broken.